Event description:
It was reported that during the equipment maintenance, the cs300 intra-aortic balloon pump (iabp) dc power cannot be used. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power supply switch was turned off. The fse turned it on. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a